Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens. Lens was removed due to a torn haptic. Lens was removed with no pt injury. Another same model and size lens was implanted. This incident was due to user error.

Manufacturer narrative:
(B)(4). A visual inspection of the returned product found a loop haptic and piece of optic torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the eval of the returned product, it was determined that the root cause of this event was due to user error. (B)(4).